Event description:
It was reported that a (B)(6) male patient presented with hypertension and a non-st-elevated myocardial infarction. When attempting to treat the moderately calcified, de novo lesion in the mildly tortuous mid left anterior descending coronary artery with a 3.0x33 rx multi-link 8 (ml8) stent, the ml8 stent delivery system (sds) failed to cross the lesion due to calcification, force was applied, and the proximal shaft/hub of the ml8 stent delivery system (sds) separated into two pieces when torquing the device. The entire sds was simply withdrawn from the anatomy. A new unspecified stent system was used to successfully complete the procedure. No other device or procedural issues were noted. A delay was reported, but there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have caused or contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU)states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.